Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient's mother reported that the patient had an x-ray performed for a tummy ache and the x-ray image showed a fractured sensor wire under the skin. It was indicated that the sensor wire was inserted into the abdomen. The date that the sensor was inserted was unknown. The patient's mother reported that she was unaware of any broken sensor wires or issues from previous sensor sessions. She stated that she had no idea when this issue had occurred or how long the sensor had been in the patient's skin and that the patient had not complained about pain or irritation. At the time of contact, the patient was doing okay. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.